Event description:
Healthcare professional reported right side capsular contracture, baker grade iii and exchange from textured to smooth. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Manufacturer narrative:
Additional, changed, and/or corrected data: h3 and h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿capsular contracture: unable to confirm as it is a medical event not related to the device. ¿anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Additional observations: ¿crease flat: observed in the shell. ¿white particles observed in the surface of the shell no further actions are required as the device was implanted.

Event description:
The device has been explanted and replaced.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.